Manufacturer narrative:
(B)(4).

Event description:
The device was turned on the previous friday. The pt felt muscle pain and stiffness upper and lower extremities on the following monday night. The device was replaced. Further info is being requested at this time.